Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent vibration occurred. The product was evaluated. An exterior visual inspection was performed and passed. A receiver charge and boot test was performed and passed. Functional testing was performed and passed. A "try-it" test was performed and passed. An interior visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The probable cause could not be determined. No injury or medical intervention was reported.